Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported:the medical treatment has not been fulfilled as communicated. I will be seeking legal representation to start the arbitration process, including asking for byte to pay for the dental damages that I have incurred from the process. Both present and future costs that I will be pursuing. I will also be sending a note from my dentist naming these concerns and the medical impact that continuing with treatment with have. Letter of recommendation states to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.